Manufacturer narrative:
Corrosion was observed on the catch beam, mechanism rail, chassis, batteries, and printed circuit board, resulting in low batteries and data loss. Because data was unavailable, it could not be determined if a hazard alarm had generated during operation. A tear was identified on the internal portion of the soft cannula, from which fluid was observed to leak. The internal leak is confirmed as the cause of the corrosion, low batteries, and data loss. Because the presence of an alarm could not be determined, it is unknown if the internal leak is in any way linked to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: bp2a.250605.031.a3.s926usqs4cyk2, hardware: sm-s926u, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl between 4 and 24 hours of wearing the pod on their abdomen. The reporter stated a hazard alarm occurred. Upon investigation of the device, a tear was identified on the internal portion of the soft cannula.